Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred. Customer ran insulin through the pump system as well as reloaded the cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.